Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) did not provide pace therapy when the intrinsic rate was at 45 bpm and the ICD was programmed to pace any rate below 60 bpm. The ICD was put into temporary pacing programming to troubleshoot programmed parameters.